Event description:
The patient's internal device was reportedly extruding. The patient's internal device was explanted. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.